Event description:
Reporter indicated that pt's pulse generator was interrogated and it was discovered that "settings were not what they should be." Good faith attempts are currently being made to obtain further info.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contributed to a death or serious injury.